Event description:
It was reported that during intra-aortic balloon (iab) therapy the augmented pressure became unstable. The alarm "unable to calibrate iab optical sensor" also occurred. The iab was removed the next day. There was no reported patient injury.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
Additional evaluation method code - analysis of production records 3331 the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the augmented pressure became unstable. The alarm "unable to calibrate iab optical sensor" also occurred. The iab was removed the next day. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the augmented pressure became unstable. The alarm "unable to calibrate iab optical sensor" also occurred. The iab was removed the next day. There was no reported patient injury.